Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states,"correct selection of the implant is extremely important. The potential for success in soft tissue to bone fixation is increased by the selection of the proper type of implant." Number 8 states, "do not use excessive force when inserting suture anchors. Excessive force (e.g. Long hard hammer blows) may cause fracture or bending of the device. Prior to insertion of the implant, predrill, awl, or tap." Evaluation of device found evidence that the handle shows that the tip has been deformed from compression and torque. The implant also shows some compression and torsional damage.

Event description:
It was reported patient underwent a quadriceps repair procedure on (B)(6) 2013. During the procedure, the 6.5 mm ti screw anchor and a 3.5 k-wire were used to break the cortex of the bone. The screw would not catch and the surgeon used a size larger k-wire and the screw still would not fixate into the patella. The surgeon went to a 5.5 size ti screw anchor to complete the procedure. As a result, there was a surgical delay greater than 30 minutes.